Event description:
It was reported by medwatch the patient was admitted to in-patient heath care on (B)(6) 2024 at 23:05 patient's pac line noted to have hole in it overnight. Backed up blood per night shift rn. Blincy to paused. Pac reacceded. Blincy to reconnected to patient's new pac. Charge nurse and physician notified. No additional intervention needed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.